Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with a damaged front panel, the tidal volume knob rubs internally. There is internal rattling when the device is picked up. Testing was done by connecting to o2 supply and powered on. Reported problem was tried to be replicated with a new battery. The reported issue was confirmed. Electronic alarms were not present. It was concluded that an electrical chassis may have been damaged by impact. Electrical chassis will be replaced. Manufacturing device history record (DHR) not relevant since unit had impact damage. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that when the device was power on, the alarms don't turn on. It was further reported that the issue was discovered during functional testing before use. No patient involvement.